Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR) as there were no reportable malfunction related to the subject device captured in this complaint. The initial medwatch reported that the high flow insufflation unit exhibited a printed circuit board failure during an animal test procedure. The device involved in the event is intended for human use by medical personnel and therefore does not meet the definition of a reportable event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the high flow insufflation unit exhibited a printed circuit board failure. The event occurred during an animal test procedure and the procedure was cancelled. There were no reports of patient involvement.